Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose of 647 mg/dl. Customer was treated with intravenous fluids of saline and insulin, and was discharged on 09/19/2023 with no permanent damage. Reportedly, the pump did not deliver insulin as expected. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.